Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6) USA. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that on a s5 system the display locks up intermittently during priming. There was no patient involvement.

Manufacturer narrative:
Previously, complaints related to the firmware were considered to be reportable malfunctions. However, as the display and control module is part of the system panel, which is the interface between the user and the perfusion system, the module only displays sensor data, time measurements and status messages. It is partially used for the alarm management, configuring and assigning monitoring functions and providing information to the ups module. The module is not used for configuring and controlling the pumps themselves. The reported malfunction would not have any affect on device performance or the ability to maintain blood flow during cardiac surgery. Consequently, livanova (B)(4) was unable to identify a hazardous situation potentially leading to a serious injury as a result of this type of issue, and it is now considered to be non-reportable.